Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. Review of the log files for the day of treatment showed no errors or any relevant warnings that could contribute to the reported event. During start-up of the system, the vacuum, the energy and the ablation tests were performed. The log file showed successfully performed treatments. The energy was stable during treatment day. The reported treatment could be identified in the log file. The treatment was finished successfully without any issue. No relevant deviation between planned and performed energy was detectable for the reported treatment. The user operated surgery within recommended settings. No technical root cause could be identified. Treatment report showed a decentered suction ring and a decentered flap, as well as liquid built up on the external side of the flap, leading to an uncut area. The reporter described the patient having small fissures and deep set eyes. This also contributes to the described event. No technical root cause was identified as the product was found to be within specifications. The root cause could be determined as patient condition related and as a secondary root cause user handling is identified, as the docking needs to be centered in order to obtain a successful flap. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history record (DHR) for the device has been reviewed. The associated device was released based on company¿s acceptance criteria. (B)(4).

Event description:
A technician reported weak suction caused an area of flap to be left uncut slightly superonasally. The flap was pulled back with forceps which allowed for successful treatment with the excimer laser. Post-operative slit lamp examination revealed no jagged edge. The patient is reported to have small fissures and deep set eyes which contributed to the event.